Event description:
It was reported that the procedure was to treat a lesion in peroneal artery with mild tortuosity. The 3x120mm armada 18 balloon dilatation catheter (bdc) was advanced on a 0.014 guide wire (gw) to the target lesion and the balloon was inflated with pressure in the inflation device; however, the inflation device was losing pressure and could not hold pressure while inflating the balloon and the balloon was noted to be not inflating. Therefore, the bdc was removed from the patient. A 2x80mm armada balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported leak appears to be related to operational context. There was no damage noted to the device during the inspection prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return analysis noted a tear in the inner member at the inflation port intersection. The unit was sent for scanning electron microscopy (sem), and it was determined the tear/leak may be attributed to mechanical damage. In this case, it is likely that the guide wire was backloaded incorrectly and/or at an angle such that the guide wire punctured the inner member resulting in the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in peroneal artery with mild tortuosity. The 3x120mm armada 18 balloon dilatation catheter (bdc) was advanced on a 0.014 guide wire (gw) to the target lesion and the balloon was inflated with pressure in the inflation device; however, the inflation device was losing pressure and could not hold pressure while inflating the balloon and the balloon was noted to be not inflating. Therefore, the bdc was removed from the patient. A 2x80mm armada balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.